Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an apollo catheter tip prematurely  detached. The patient was undergoing embolization surgery for treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was normal. Femoral artery access vessel diameter was 2 mm. While advancing the microcatheter, when it was approaching the lesion site, the detachable portion at the tip of the microcatheter detached automatically. The tip remained in the patient¿s body and could not be retrieved. The operator requested replacement with the same model of microcatheter, and the procedure was completed after replacement. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). There was no friction or difficulty during injection, no force was applied during removal, the catheter tip was not entrapped / stuck, there was no vasospasm, there was no surgical or medicinal intervention required, and this did not occur during onyx injection.